Manufacturer narrative:
MFR received date: 16 sep 2019. This customer returned gds system was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019. The manufacturer¿s international service technician confirmed the reported airflow accuracy issue. The manufacturer¿s international service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported airflow accuracy test failed. There was no patient involvement.